Manufacturer narrative:
Sections with additional information as of 17-mar-2023: h3: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: test strips were not returned for evaluation-no test strips inside vial. Meter was returned-reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in a follow-up call on 31-jan-2023 to ensure the replacement products resolved the customer's initial concern- customer stated she hasn't used the new meter as of yet. Note 2: manufacturer contacted customer in a follow-up call on-feb-2023 to ensure the replacement products resolved the customer's initial concern- customer stated she hasn't used the new meter as of yet: she will test tomorrow. Note 3: manufacturer made several attempts to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. Customer has not tested since november. Wife was not able to provide the results of concern since they were from so long ago. The customer¿s expected am fasting blood glucose test result range is 100-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 10/24/2023 and customer could not recall the open vial date. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set, all are am results): result 1: 222 mg/dl, date: (B)(6), time: 11:56pm, fasting; result 2: 110 mg/dl, date: (B)(6), time: 12:39pm, fasting; result 3: 120 mg/dl, date: (B)(6), time: 12:00pm, fasting; result 4: 136 mg/dl, date: (B)(6), time: 12:42pm, fasting; result 5: 141 mg/dl, date: (B)(6), time: 12:23pm, fasting.